Event description:
The customer reported a clear fluid leak of approximately 10ml from the right side of a coulter act diff analyzer during startup. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer could not identify the source of the leak, and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/10/2015. The fse indicated that he removed large clot in tubing at pinch valve lv14 which caused an overflow to the white blood cell (wbc) bath. The system performance was verified. (B)(4).